Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and required intervention. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours they had woken up with blood glucose levels between 20 mg/dl and 25 mg/dl. The patient reports having woken up from multiple seizures as well as hypoglycemia and being on the phone with a friend who was calling 911 for an ambulance. Once the emergency medical technicians (emts) arrived the patients insulin was suspended and the patient was provided glucose. In addition the patient drank orange juice. The patient reports the emt's had taken the patients blood glucose level which was showing 10 points lower than the patients personal diabetes manager (pdm). The patient refused to go to the hospital against the advice of the emt's. The emt's had left once the patients blood glucose levels were at 70 mg/dl.